Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump would blink after he takes his blood with his meter and even when he is giving himself a bolus. Blood glucose value was 79 mg/dl. The customer declined troubleshooting. He was advised to monitor the insulin pump and call back if needed.